Event description:
It was reported that the patient has been experiencing increased seizures. No other relevant information has been received to date.

Event description:
It was later reported that per the physician, the cause of increase in seizures is external factors not related to vns. The increase in seizures is below pre-vns baseline levels and intervention has been taken/ is planned for the increased seizures. No other relevant information has been received to date.

Manufacturer narrative:
H3: code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was later reported that patient had a prophylactic generator replacement. Device evaluation is not necessary as reported event is not related to the functionality or delivery of therapy of the device.